Event description:
Patient returned, almost a year post-procedure, with anginal symptoms due to a 95% in-stent restenosis of a previously implanted cypher (2007) in the right pda. The physician performed a pci to re-vascularize the vessel and implanted another drug-eluting stent (xience). The cypher was implanted in the right pda. The lesion was a high risk "lesion c" type. Pre-procedure stenosis was 99% and timi was 2. The lesion was pre-dilated with a voyager balloon at 18 atm for 42 seconds. A cypher was deployed at 20 atm. The stent was post-dilated with a sprinter balloon at 22 atm for 17 sec. Post-procedure timi flow was 3.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.